Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd insyte-w¿ peripheral venous catheter there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: as there was no sample and photo returned for the investigation, review of the past 12 months qn was performed. There was no related qn reported. The nonconformance cannot be confirmed as no sample was returned for investigation. Therefore, root cause cannot be determined. The complaint will be reopened if the sample is returned for investigation.

Event description:
It was reported with the use of the bd insyte-w¿ peripheral venous catheter there was an issue with separation during use. There was no report of injury or medical intervention.